Event description:
The user facility the involved angio-seal device was used for hemostasis and the bleeding was firmly stopped and hemostasis was successfully achieved at that time. The next morning after returning to the ward, the patient moved, and the bleeding occurred. Manual compression was applied, and the bleeding stopped immediately. As there was a lot of blood loss, a transfusion was started, after which the patient was in a stable condition and discharged from the hospital. The hemostasis was achieved until the next morning of the procedure, so it is possible that some hemostasis failure occurred due to the patient's movement. The patient was elderly and thin with little subcutaneous fat. The procedure before deploying the device was ptra. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information 15 sep 2023: blood loss was greater than 250 cc. Rbc 4 units of blood (560 cc) was required. The bleeding occurred on (B)(6) 2023.

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication resulting in continued bleeding at the access site. The exact root cause was unable to be determined. The likely cause was determined to have been patient movement or an over-tightened assembly resulting in rebleeding at the access site. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).